Manufacturer narrative:
Other relevant device(s) are: product ID: 9735416r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. It was reported that an attempt was made to uninstall and reinstall the software with no resolution. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the system was booting up, there were no profiles in the surgeon profiles tab. The site rebooted the system without resolve. Technical services (ts) had the site go in and try to add a standard profile but it was all blank. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. After clicking save, the entry blanked out and did not save. Analysis found that the reported event was related to a software issue, not a hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product ID: 9735416r was updated to product ID: 9735368. Lot number is 1882652. Product ID: 9733467, software version: 2.3. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer has been received by the manufacturer. However, it is still under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.